Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problem with the lot in question. Our investigations have shown that the tip and the cutting edges are very blunt. We do suppose that too much mechanical force or possible contact with other metallic parts during drilling may have caused these damages. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013 a drill bit broke during a procedure. This event didn't have negative impact on the procedure, which was finished successfully. No further information is available at this time. This is 1 of 1 reports for this event.